Event description:
An alarm event, identified as alarm 2 followed by alarm 26, was reported by the caller, indicating an occlusion issue with their infusion system earlier in the day. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the soft cannula infusion set and cartridge and resumed insulin delivery. Technical support did not deem further assistance necessary, and the case was subsequently closed.